Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Total number of events and their respective occurrence dates are unknown.

Event description:
As reported, during use with this ev1000a platform on a number of occasions inaccurate values were displayed following successful calibration with tptd (transpulmonary thermodilution). Customer reported the values were noted to be unusable immediately after tptd calibration and stopped the monitoring. No error messages were displayed. To troubleshoot the temperature cable was replaced for another one without success. No further information was available. Patient demographics unable to be obtained. There was no allegation of patient injury.

Manufacturer narrative:
Despite further attempts the device was not returned for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.